Manufacturer narrative:
(B)(4), date sent: 2/1/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, and 100% present and not detached as reported. The device was connected to a gen11 and the device did activate during functional testing. No noises were heard at any time as reported. No eeprom data could be obtained from this device, however, this seems to be unrelated to the reported complaint. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the tissue pad was peeling off and there was a strange metal noise after 5minutes of using the device, so the surgeon used the replacement and finished the procedure. The piece of tissue pad did not fell into the patient. Please confirm is the white tissue pad completely missing from the clamp arm of the device?=>yes, the tissue pad fell off. No further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a thoracoscopic esophagectomy, the tissue pad fell off the clamp arm. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.